Manufacturer narrative:
The ra perforation injury in this report is captured in ae report # 1721279-2014-00027. The second lld left inside the patient is captured in ae report # 1721279-2014-00035.

Event description:
This was a cardiac lead extraction case to remove three leads due to cied pocket infection. The first lead, a 193 month old inactive and capped rv lead (guidant 4295), was prepped with an lld #2 and a 14f glidelight laser sheath was used to lase down to the level of the mid right atrium. Midway through the extraction, the patient was intubated because of movement during removal. During intubation, the ra lead (guidant 4271, 193 months old) was prepped with an lld #2. Lasing then resumed on the rv lead; however, progress stalled, so lasing was initiated on the ra lead. Progress then stalled on the ra lead so the 14f glidelight was withdrawn. The physician then upsized to a 16f glidelight laser catheter and returned to the rv lead. The laser catheter made it down to the apex of the rv at the tip of the rv lead when the patient's blood pressure declined. A sternotomy was performed where a series of small tears around the right atrial free wall were discovered and repaired. The leads were not removed manually during the sternotomy and the extraction was abandoned. The patient survived the intervention. The leads were removed one week later during a sternotomy.